Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reports that due to his meter "reading normal" he didn't take his insulin and states he "was not able to hold anything down" and "not able to eat at all." He reports a reading of 167 mg/dl as compared to a health care provider's meter reading of 317 mg/dl which were performed within ten minutes. He states, he was seen at a local hospital and diagnosed with diabetic ketoacidosis. He does not report any treatment of intervention. There was no report of death or permanent impairment associated with this event.